Manufacturer narrative:
Device 2 of 4: cev625h (lot 201111mf2) - manufacturing date: 11/01/2011. Device 3 of 4: cev669e (lot 201111mf3) - manufacturing date: 11/01/2011. Device 4 of 4: cp393-2 (lot unk) - manufacturing date: unk. (B)(6). Cev647b5 was evaluated and the sheathing was damaged, which was most likely a result of impact. Cev625h was evaluated and the ceramic spacers were broken. The wire sheathing was also found to be damaged. The most likely cause of the pacer and sheathing damage is a result of impact or the client was not using the provided protection. Cev669e was evaluated and found to be functioning as designed. Cp393-2 was evaluated and no conductivity issues were found. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
Four devices (cev647b5, cev625h, cp393-2) were returned for repair and maintenance to mxi service and repair. "Ceramics broken".